Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss and a deflation problem in the device, it was also reported that left cylinder was completely ruptured. The ipp was removed and replaced, while the existing reservoir was kept in the patient. No patient complications were reported.